Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "battery issue" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to damaged batteries due to user error. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of (5.08.92).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A baxter field service technician serviced a colleague single channel volumetric pump with a "battery issue." It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.